Event description:
It was reported that the device displayed error code lec1720. The event occurred while patient use at the facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The cause of the issue was an anomaly in the backup capacitor. The backup capacitor was replaced to fix the issue.